Event description:
It was reported in the journal of neuroendovascular therapy a case where a patient with a ruptured anterior communicating artery aneurysm was treated with 2 coils (one was subject device and the other was a non-stryker coil). The aneurysm re-ruptured 14 days after the surgery and the patient died. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the event is unknown as it was from a retrospective review from patients enrolled from april 2010 to march 2013. The product remains implanted; therefore, a physical analysis could not be performed. Because the reported events are known physiological effects of the procedure noted with the directions for use and/or device labeling, a cause of anticipated patient complication was assigned. The subject device remains implanted.